Event description:
Biomed reported insulation alarm is not working on esu cut mode, during checkout of aem monitor. The failure did not occur during use on a pt.

Manufacturer narrative:
Engineering eval of returned aem monitor confirmed the failure mode and found it was caused by an incorrect resistor value in a circuit board. This board had been sent to the biomed who was troubleshooting the unit during checkout. The failure mode is tested by encision on finished aem monitors, and the operation/service manual gives instructions for checkout by the biomed before use. After repair by encision, the aem monitor functioned according to spec and was returned to the user. The engineering eval concluded this was an isolated mfg defect.